Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements of less than 200 ohms. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) during the revision, and the issue was reproduced. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.